Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had abnormal image. It is unspecified when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, it is likely that the following led to the malfunction: water/moisture invaded the device, and the internal board inside the connector was damaged by the water. A definitive root cause cannot be identified. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.